Event description:
While reviewing programming history for the patient it was noticed that the patient had high impedance (output status - limit, impedance - high, dcdc - 7, eri - no). Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history

Event description:
Additional information was received that the physician responded to the request for information. However the physician did not provide any information about the high impedance. He only discussed a recent generator replacement that the patient had.